Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with known pump thrombosis was admitted with elevated lactate dehydrogenase (ldh) (303) / hemoglobin free plasma (hfp) (14.7) along with shortness of breath and fatigue. It was also noted the right atrial appendage filling defect was not definitively visualized, though evaluation was somewhat limited given streak artifact from contrast bolus timing.

Manufacturer narrative:
Section b5: prior suspicion of pump thrombosis is reported under manufacturer report number 2916596-2022-15200. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the patient remains ongoing on the device. Additionally, a specific cause for the elevated lactate dehydrogenase (ldh) and a correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined. Review of the submitted log files appeared to capture the device operating as expected at the fixed speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, who had a known suspicion of device thrombosis, was admitted with elevated ldh and plasma free hemoglobin. They also experienced shortness of breath and fatigue. A computed tomography scan was performed which noted that the previously documented filling defect within the right atrial appendage was not definitively visualized. Per additional information received from the customer, thrombus has not been conclusively identified. No further imaging was performed; the patient¿s labs improved; and they were discharged home.

Event description:
Information was previously reported that stated "a computed tomography scan was performed which noted that the previously documented filling defect within the right atrial appendage was not definitively visualized." This information will be captured under MFR # 2916596-2022-15200.

Manufacturer narrative:
Section d1: corrected. Section d4 (catalog number and primary unique device identification (UDI) number): corrected. No further information was provided. The manufacturer is closing the file on this event.